Event description:
Additional information received on (B)(6) 2011. According to the complainant, the patient was being treated for a gi bleed with a small antra ulcer. The clip was placed across the ulcer however, when they made an attempt to deploy the clip, the clip deployed in an open position and fell into the patient. The case was completed with another resolution clip device. The opened clip was retrieved with a roth net. After removal of the opened clip, they passed the scope again to inspect the mucosa and it was reported that there was a very slight superficial linear abrasion along the esophageal mucosa with no deep laceration or bleeding. At the distal esophageal ring, the clip had caused some trauma to the ring itself, with oozing for several minutes. After washing and observation, the oozing stopped, and no deep injury was seen. It was reported that the patient was held in intensive care for one more day for observation. The patient's current condition has been reported as fine.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was detached from the bushing and was returned with the device. The yoke had separated from the clip assembly and was not returned. It was also noticed that there was a kink in the control wire. The reported event of clip broke was not able to be confirmed however, the clip assembly may have prematurely separated from the catheter shaft. The failure likely occurred due to anatomical/procedural factors which limited the device performance, as evident of the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient information unknown. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy (egd) performed on (B)(6), 2011. According to the complainant, prior to the clip grasping onto tissue, the clip broke off the catheter and fell into the patient in an open state. The physician retrieved the clip with a roth net. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.